Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, the staples did not deploy. The surgeon did not cut the tissue and opened another device to complete the procedure. There was no patient injury.